Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro videoscope had tape lifting from the distal tip. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h11 field investigation summary. The incorrect verbiage was removed from the investigation summary. The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. Based on the results of the investigation, the suggested probable causes were due to stress problems identified which were caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, the reasonably known information suggested that the probable causes of the alleged failure "tape is lifting on both sides of the inflation tube on the distal tip of the scope was due to stress problem identified which was caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.